Manufacturer narrative:
(B)(4). The device is not expected for return to be investigated. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a 4x4 quik clot was left behind in patient and closed during an ortho spine case on (B)(6) 2022. Additional information: it was reported that 2-3 weeks after the initial surgery the patient had a post-op visit and it was discovered that the sponge had been left inside the patient. No physical signs or symptoms were described in this report. The patient had an overnight hospital stay after the surgery to remove the sponge. The patient's current condition post-op was reported as "no issues have been reported" and it is unknown if any antibiotics or other treatment was provided.

Event description:
It was reported that a 4x4 quik clot was left behind in patient and closed during an ortho spine case on 28jul2022. Additional information: it was reported that 2-3 weeks after the initial surgery the patient had a post-op visit and it was discovered that the sponge had been left inside the patient. No physical signs or symptoms were described in this report. The patient had an overnight hospital stay after the surgery to remove the sponge. The patient's current condition post-op was reported as "no issues have been reported" and it is unknown if any antibiotics or other treatment was provided.

Manufacturer narrative:
(B)(4). No product returned to evaluate. Visual , dimensional, and functional examination would have no impact to the product based upon noted complaint statement. No lot number was provided therefore a review of the DHR (device history record) could not be performed. Review of the IFU has determined the following warning has been present since product launch: warnings: product is not absorbable and must be removed from wound prior to wound closure. The user did not follow instructions and warnings listed in IFU. This complaint is the result of user error.